Event description:
It was reported that during an unknown procedure the device couldn't work /fire properly.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2023. D4: batch # 370a52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the anvil partially detached on the distal end, the anvil locks broken and the channel shroud damaged. The anvil assembly was examined for visual inspection and were noted three anvil posts appear to be damaged as if the anvil was pulled out of the device. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 370a52, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for device malfunction? 2. Did the device staple? 3. If the device stapled, was the staple line complete? 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Did the device cut? 6. If the device cut, was the cut line complete? 7. Were the cut line and staple lines equal? 8. Was the device fired across a staple line? 9. Did the reload lock out and would not work? 10. Did the reload begin to staple and cut, but then jammed? 11. Did the device staple, but there was no cut line? 12. How was the procedure completed? 13. Could you please clarify if there were any patient consequences? 14. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event?